Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient was seen with pericardial effusion and it was suspected the leads perforated the walls of the cardiac chambers. The patient had tamponade and a pleural effusion. The pericardial effusion was drained and a x-ray and computed tomography (CT) scan were performed. The leads were planned to be explanted. No further patient complications have been reported as a result of this event.